Event description:
The customer reported that the system had a stator not on, charger failed, and control panel errors then shut down un-commanded, which would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.